Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via phone and stated that she had something break off in her mouth while she was brushing with the third brush from a pack of four. No injury was reported.